Manufacturer narrative:
The event of "seroma" and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and "film".

Event description:
Patient reported left side "breast pain," swelling, "the status of film is not good" and "seroma." Device was explanted.